Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2014 with blood glucose of 600 mg/dl. Customer reported that it was thought that customer had a heart attack due to high blood glucose, but customer clarified that he did not have a heart attack. Customer was hospitalized due to hyperglycemia. Customer was hospitalized for four to five days. Customer was wearing insulin pump at the time of hospitalization. Customer reported that blood glucose was high due to bent cannula.